Event description:
It was reported that when the device was interrogated via the remote monitoring system that it had a battery voltage at 2.5 volts but elective replacement indicator (eri) had not been triggered. A review of the save to disk determined the device had a battery voltage in the range of 2.79-2.82 volts over the past week. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high battery impedance, leading to eri (elective replacement indicator). Battery depletion indicated/eri due to high battery impedance logged on (B)(6) 2011. Explanted on (B)(6) 2011, but high battery impedance and low voltage was noted upon installation of the ramware on (B)(6) 2011, indicating eri was imminent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.